Event description:
Heating pad used in chair, on lower back/pad overheated, consumer suffered a minor burn, but has since healed. Heating pad partly burned with 9 inch long burn to chair.

Manufacturer narrative:
After a number of contacts, consumer verifies the heating pad model number and sunbeam manufacturing information.